Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported event. As a preventative measure (pm), the power distribution printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system cut out during a surgical procedure. Procedure details and patient involvement were not provided. Additional information has been requested.